Manufacturer narrative:
Please note the date of this procedure is unknown. Complaint conclusion: as reported, there was resistance when attempting to deploy the sealant of a 5f mynx control vascular closure device (vcd), and the sealant did not fully deploy. There was no reported injury to the patient. Further information was requested but is unavailable. A non-sterile 5f mynx control vcd was returned for investigation, and the unit was thoroughly inspected. It was observed that both button 1 and button 2 were not depressed. The syringe was returned for analysis, and the stopcock was set in the opened position. The sealant was found prematurely exposed and swollen by blood saturation. The sealant sleeve assembly presented an outward kinked condition, exposing the sealant. The atraumatic tip did not present any damages or anomalies. The device was saturated with blood. No other outstanding details were noted. Per dimensional analysis, the catheter¿s usable length was measured, and results were found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample catheter sheath introducer (csi) was performed as indicated in the instructions for (IFU). The device was deployed as intended. However, a kinked condition of the sealant sleeve assembly was present. The sealant area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve assembly presented an outward kinked condition which exposed the sealant. The sealant was found prematurely exposed due to the condition of the sleeve assembly. No other outstanding details were noticed. A product history record (phr) review of lot f2310101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-partial¿ was not confirmed through analysis of the returned device. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves and no depression of button 1. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the outward kinked condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was resistance when attempting to deploy the sealant of a 5f mynx control vascular closure device (vcd) and the sealant did not fully deploy. There was no reported injury to the patient. Further information was requested but is unavailable. The device will be returned for evaluation. Addendum: product evaluation revealed that the sealant of the mynx control vcd was prematurely exposed.